Manufacturer narrative:
H3: product analysis of part # 436120c ; lot# ca21m037 after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the centerpiece. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of event - japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was l2 vertebral body crushing. It was reported that, the inserter was attached to the cage and tried to jack it up, but it did not jack up. Procedure/technique performed was vertebral body replacement. Level treated was l2 vertebral body level. A new cage was used and procedure was completed. There were no patient symptoms reported. No further complications reported regarding the event.